Event description:
On (B)(6), 2010, a respiratory therapist heard a hissing sound from inside inomax ds device # (B)(4) and reported an internal leak. The respiratory therapist stated the device was not on a pt and no adverse event occurred. The device was replaced with another unit.

Manufacturer narrative:
A respiratory therapist heard a hissing sound from inside inomax ds device # (B)(4) and reported an internal leak. Eval summary - the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.